Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 95% stenosed lesion was located in the calcified and moderately tortuous proximal left circumflex artery. The physician advanced a 2.75x12mm quantum maverick balloon to the lesion and experienced difficulty advancing. The balloon ruptured on the first inflation at 11 atms. The procedure was completed with another device. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
Pt: 18 years or older. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)